Manufacturer narrative:
(B)(6).(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 the patient was diagnosed with 1. Right lower extremity radiculitis. 2. Recurrent right foraminal stenosis. The patient underwent the following procedures: 1. Revision foraminotomy on the right-hand side at l5. 2. Exploration of instrumentation at right l5 and s1. 3. Revision of the right s1 screw. 4. Right iliac bolt placement. 5. Placement of allograft as well as autograft bone from his right iliac crest for posterolateral fusion. Per op notes: the CT scan also demonstrated all the screws were well placed. There was absolutely no nerve root impingement from the spinal instrumentation that had been previously placed. That was confirmed on the MRI as well as plain radiographs as well as cat scan. The iliac crest bone as well as bmp and bone graft in the posterior lateral gutters at l5- s1 was placed. Post operatively patient alleged unspecified injuries due to rhbmp-2.